Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer (sbc) assembly. The sbc is located on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device will intermittently not power on and would also lose power. This reportedly occurred during patient use. The customer did not provide any additional details of the reported patient event, nor did they have any information that the patient suffered any adverse effects during the reported event.